Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.28" x 0.96" was found to be broken off the distal end andd was returned along with the instrument. This failure is typically associated with mishandling/misuse, such as excess force applied to the instrument jaw.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the bottom jaw of the vessel sealer instrument broke off and fell inside the patient's anatomy. There was no damage to the patient. The customer was able to retrieve the fragment during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved with another robotic instrument and passed to a laparoscopic instrument and removed by the assistant. The procedure was converted to open surgery for reasons unrelated to the system/issue. The surgeon was attempting to seal tissue and noticed the instrument was not working. He asked for it to be taken out. When removed, the scrub tech noticed the jaw had broken. The surgeon then inspected the area, located the missing piece and retrieved it. The instrument had been used and removed a few times during the case. The instrument wrist was straightened upon removal. The vessel sealer instrument did not collide with another instrument or hard material during the procedure. The instrument was inspected prior to use. There was no patient injury.